Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5x32mm, eccentric, de novo, 85% stenosed target lesion contained >=90 degrees bend was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilation with a maverick balloon catheter, a 2.50 x 38 mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a significant bent on the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5x32mm, eccentric, de novo, 85% stenosed target lesion contained greater than equal to 90 degrees bend was located in the non-tortuous and non-calcified left circumflex artery. Following pre-dilation with a maverick balloon catheter, a 2.50 x 38 mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a significant bent on the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.